Event description:
It was reported by the sales rep that preoperatively to a rotator cuff repair procedure, it was observed that the lock on the expressew iii w/hook device with a jaw mechanism was not opening and closing correctly. During in-house engineering evaluation, it was determined that the jaw was loose. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. E3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. Investigation summary : the product was returned to mitek for evaluation. Mitek then conducted visual inspection of the device received. The complaint device was received and evaluated. On visual inspection it was noted that the device shows marks of wear, as normal in this type of reusable devices. The jaw was found to be loose. When performing the functional test, the trigger was fully retracted, and the upper jaw could not be completely closed. The observed condition was identified as an end-of-life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the expressew iii w/hook would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life. As per IFU, inspect for damage to product or sterile barrier in the case of the disposable needle. Do not use if product is damaged or sterile barrier is compromised. Inspect the expressew iii flexible suture passer prior to use to ensure proper mechanical function. Visually inspect the instrument and check for damage and wear. It was determined that no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. UDI: (B)(4).